Event description:
It was reported that this pacemaker was unable to be implanted due to high thresholds. This device was successfully replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Product investigation confirmed the reported observations. This device was subjected to and passed visual inspection and dimensional tests. The device failed the functional and electrical tests. Detailed analysis confirmed a hole on the battery liner, this allows contact between the battery and the electrically active case of the pacemaker. This is a deficiency in the battery manufacturing process leading to abrasion of the liner.